Event description:
Daughter-in-law reported hospitalization due to low blood glucose. Caller stated that the customer was found and the paramedics were called. Paramedics transported customer to hospital. The blood glucose reading at the time of the event was 36 mg/dl. Customer not sure what caused the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.